Event description:
Biomed department received call to repair centrifuge. Display says "open latch". Upon inspection of device, latch had failed. When service records where reviewed, latch had already been replaced on 4/12/2012 and on 7/5/2012.